Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the rpm screen intermittently becomes blank. A 115v rotablator rotational atherectomy system was used to treat the target lesion. During the procedure, it was noted that the rpm display would intermittently become blank. The procedure was completed with this device. No patient complications were reported

Manufacturer narrative:
Device evaluated by manufacturer: the complaint intermittent rotational speed display was confirmed. The console was tested by the fremont cis lab using a gold foot pedal and a rotalink 1.75mm burr. There was no rotational speed in dynaglide or turbine mode due to a massive gas/air leak at the turbine pressure switch. This is an old 4-digit serial numbered console, meaning it was manufactured before 2005. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause has been determined to be wear and tear. (B)(4).

Event description:
It was reported that the rpm screen intermittently becomes blank. A 115v rotablator rotational atherectomy system was used to treat the target lesion. During the procedure, it was noted that the rpm display would intermittently become blank. The procedure was completed with this device. No patient complications were reported.